Manufacturer narrative:
Investigation summary: one photo and one 5ml syringe in an opened blister pack from batch 9018667 (p/n 309649) were received and evaluated. It was observed there was an indentation in the barrel between the 1ml and 2ml marking. The damage observed was rejectable per product specification. Potential root cause for the damaged barrel defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified. Batch 9018667 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the barrel of the bd syringe luer-lok¿ tip was found bowed before use. The plunger also had difficult movement while extracting herceptin 600mg into the syringe, and while attempting to inject the drug back into the vial. The following information was provided by the initial reporter: "damage on the side wall of syringe. Customer didn¿t notice the damage before the use. She was extracting herceptin 600mg into syringe when plunger didn¿t move enough. After this customer was trying to inject drug back to veil but plunger didn¿t move and this caused drug was wasted."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the barrel of the bd syringe luer-lok¿ tip was found bowed before use. The plunger also had difficult movement while extracting herceptin 600 mg into the syringe, and while attempting to inject the drug back into the vial. The following information was provided by the initial reporter: "damage on the side wall of syringe. Customer didn¿t notice the damage before the use. She was extracting herceptin 600 mg into syringe when plunger didn¿t move enough. After this customer was trying to inject drug back to veil but plunger didn¿t move and this caused drug was wasted."